Event description:
It was reported that the patient presented in clinic for an unrelated complaint. Upon interrogation, the right atrial lead exhibited drop in sensing, loss of capture, and dislodgement. Chest x-ray was performed and confirmed the lead had dislodged. The lead was revised on (B)(6) 2015. The patient was in stable condition.

Manufacturer narrative:
(B)(4)